Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump. The indication for use was not provided. It was reported that the there was a discrepancy at a refill. It was noted the patient required a small and gradual increase in the daily dose over the last 2-3 years.